Event description:
Reporter alleged blood glucose measured 418 mg/dl back to back with a result of 118 mg/dl when testing was performed within seconds of each other. It was stated customer did not feel low when receiving the lower reading however ate a piece of birthday cake as a result. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.